Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2014-06269. Follow-up identified surgical intervention was undertaken, explanting the scs system.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-06269. Info provided by pt' attorney, indicated the pt alleges the following issues: the pt experiences shocking and burning at the ipg site and lead site. It is worse when pt tries to recharge. The burning occurs when charging the ipg site and intermittently when the device is turned on. The shocking occurs when the device is on while the pt is doing regular moving/bending of her back. Pt wears a back brace at all times. The shocking is worse while charging. Add'l info is needed ot clarify the nature of the pt's issues. Sjm was made aware of the issues on (B)(6) 2014, and the pt's scs system has not been evaluated by an sjm rep to verify and/or troubleshoot any of the reported issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.